Event description:
The customer reported sparks from power cord when plugging in system. No pt injury.

Manufacturer narrative:
A ge service rep arrived on-site and found a neutral wire loose in the ac power cord plug. When removing plug cover wire has not connected at all. He reattached ac wires and tightened all three wires. The rep reconnected ac cord to wall outlet with no sparks. He booted system completely with no errors. The system is operating as intended.